Event description:
Pt was revised to address a tibial component that was shown on a bone scan to be loose. The loosening was at the cement/implant interface, and the MFR of the cement used in the primary surgery is unk.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.